Event description:
It was reported that ICD and leads were removed due to an infection. After the explant, lead insulation break was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the distal portion measuring 51.0cm was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.